Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of medical intervention. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was mention of visual foam degradation findings. The manufacturer concludes that they could confirm the customer's allegation and there was visible foam degradation.